Event description:
It was reported that during device evaluation at the manufacturer facility, the fiber optic cable was found to be melted on the male plug end. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
The reported missing lens was not able to be confirmed by a manufacturer repair technician through visual inspection. During device evaluation, it was confirmed that the lens was present; however, the lens appeared to be melted from heat generation, which can be caused by damage to the outer sheath of the cord. The helmet is not a repairable device and will therefore not be returned to the user facility.

Event description:
It was reported that during device evaluation at the manufacturer facility, the fiber optic cable was found to be melted on the male plug end. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed. Evaluation in process.